Event description:
The third finger of the right hand had the distal phalanx amputated and the fourth finger of the right hand had a one cm laceration. This event happened while the resident was in a 3-position ortho-biotic recliner, a gerichair. The geri-chair was repositioned to take the resident to his room bedtime care. The resident had his hand down along his side and got his phalanx caught in the positioning mechanism (carriage) and the phalanx was amputated.